Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment, and confirmed the reported complaint. The cables, o2 latching valve, harness were replaced to resolve the reported issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore, this information is not provided due to country privacy laws. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction resulting in the loss of mechanical ventilation. There was no report of patient involvement.